Event description:
It was reported that during patient treatment, the intra-aortic balloon (iab) was in use while gas loss alarms occurred. No harm was reported.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.